Event description:
It was reported by the customer that the pyxis medstation es system nhr-IV station is not initiating due to an unexpected error. The customer stated that there was a delay in accessing a medication to patient and the vial was obtained through narcotic vault during the time pyxis was down. There were no adverse events or injuries reported based on this incident. Required medication: fentanyl 100 mcg (2 ml) vial to compound fentanyl 30 mcg in nacl 0.9% 3 ml infusion syringe.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that data base showed pending recovery. A technical support specialist, dropped data base and performed a full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.